Event description:
The patient called to report that their device's battery life is depleting sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388t competitor implantable pacing lead 1999 (B)(6). (B)(4).